Event description:
Approximately 2 year(s), 6 month(s) and 13 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. There was evidence of loosening of the left glenoid baseplate following reverse shoulder arthroplasty. The patient underwent a standard reverse revision with the removal of the humeral tray, humeral liner, glenosphere, glenosphere locking screw, and glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and unlikely related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. However, the reported glenoid loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.